Event description:
Report received from baxter-sweden states "pt got sedated" while receiving infusion of 450mg hydromorphine hcl, 150mg midazolam, and 12.5mg haloperidol. Total volume was 65ml. Report states "the connection that was supposed to go to the (pt control module) pcm was connected to the pt and the connection that was supposed to go to the pt was connected to the pcm." That connection resulted in the pt receiving 2ml/h of the medication instead of getting 0.5ml/h. "The infusor and the pcm was wrong connected to each other and wrong connected to pt though there is very clear markings on which connection is supposed to go to the pcm and which connection is supposed to go to the pt."